Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was getting intermittent tracking with the straight suction. Every other instrument worked as intended. Straight suction verified normally but would not start tracking until they were in the sinuses. There was no delay in surgery. There was no impact on patient outcome. The manufacturer representative performed the system checkout and it was functioning as expected. They assumed any tools held in the surgeon¿s hand was interfering with the instrument tracker. They also checked both of their instrument sets. They found the ostium seeker in tray 1 was impossible to verify and both straight suctions required excessive maneuvering to verify.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.